Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device won't cycle out of the "inspector phase". There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: additional information is provided in h.2., h.3., and h.6. Functional testing confirmed the customer's complaint. Continuous flow was observed when the device was powered on during troubleshooting after the initial power on. The cause of this event is a faulty input manifold service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of the product. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).